Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range and was variable. Max rv pace impedance rises from an approximate baseline of 375 ohm the week ending (B)(6) 2012 and varies between 360 and greater than 1800 ohm until the end of the record. Analysis of the device memory indicated a lead impedance out of range alert. An out of trend subthreshold lead impedance alert was recorded on (B)(6) 2013.

Event description:
It was reported that the alert tone for high impedance occurred with the right ventricular (rv) lead. Isometrics were done and there was no noise and impedances remain stable. Oversensing was noted on the rv lead as well. The physician has not decided what action to take and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154vrc, implantable cardioverter defibrillator, (B)(4) 2006. (B)(4).

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.